Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the destination 6f 45 cm, contralateral from left to right; fix something in right leg and guide sheath would not remove from patient body; stretched; other access and items used to try to retrieve. The following information was provided by the user: at this point in time, patient may be going to surgery. Additional information was received on 10/12/2017- the user facility reported that they post cut-down of the right femoral with a surgeon, the doctor and surgeon were able to pull the sheath out through right side (it was inserted left groin. So after inserting a wire and dilator through left sheath to right cfa, surgeon cut down, exposed the wire and pulled the wire a bit, proximate destination hub was then cut off and then sheath removed from right and left dilator was exchanged for a 6.5f sheath). As sheath was being pulled out, it was clear there was a perforation/cut on it mid-sheath - most likely from a stent strut (previously placed at some other date, long time ago) that was at the left side of the aortic bifurcation. They could even see the wires of the braiding. It was reported that the sheath was discarded. The right groin appeared ok post closure, patient went to recovery and onto a telemetry floor today (where they watch the groin better).